Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized. Blood glucose at the time of the admission was 40 mg/dl. Customer stated that there was blood in the tubing and she was trying to change it using the same reservoir. Customer was unsure of the details. She is a new insulin pump user and needed assistance with changing the reservoir. She did not know how to rewind the insulin pump to insert the reservoir. A request for additional training was sent. Nothing further reported.